Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. As a prevention the company service representative reseated the host module. Unrelated to the reported event, the company service representative adjusted the screen rotation and screen settings. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The system was found to exhibit no functional problems related to the reported event; therefore, the root cause of the reported event is inconclusive. The company representative will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the machine turned off with no error message during a surgery. The surgery was completed with another machine. There was no patient harm.